Manufacturer narrative:
The attached user facility medwatch report was received via cdrh. The user facility number was not provided. The maude identifier is mw5060565. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received via cdrh voluntary event report (foi for manufacturers) notification that stated: heartmate 2 developed an intra pump housing thrombus. Dates of use: (B)(6) 2016. Reason for use: treatment related to nonischemic cardiomyopathy. Ndc # or unique ID: (B)(4). Concomitant medical products (f): thoratec heartmate ii ¿ system controller, sealed inflow conduit, sealed outflow graft with bend relief, sealed outflow bend relief collar, apical sewing ring.

Manufacturer narrative:
(B)(4). Approximate age of device - 13 days. Device evaluation: only the explanted pump was returned for investigation. Examination of the pump blood-contacting surfaces found a red, tissue-like deposition in the outlet stator. The deposition was loosely seated between the outlet bearing and one of the stator blades and did not show any laminated layering, indicating that the deposition did not form in the outlet stator. The distal end of the pump rotor and outlet bearing cup did not show any contact marks, indicating that the deposition was not likely present while the pump was supporting the patient. If the deposition was present during support, it could have contributed to the reported increase in ldh; however, the deposition did not appear large enough to obstruct flow. Although a deposition was noted during the evaluation of the returned pump, a direct correlation to the reported event could not be conclusively determined. Visual inspection of the pump bearings and bearing cups found no anomalies. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that a routine echocardiogram ramp study performed on (B)(6) 2016 revealed that the patient's left ventricle was not unloading and the aortic valve was not closing as desired. At the time of the event, the patient's anticoagulation was in the process of being weaned from heparin to warfarin. The patient's inr goal was 2.0-2.5 and had remained therapeutic. A workup for hypercoagulability was negative. No power elevations or changes in pump parameters were found within the pump history data. Initially, the patient's lactate dehydrogenase (ldh) level was normal but then increased to approximately 900 u/l. The patient was started on IV argatroban. On (B)(6)2016, the patient was taken to the operating room for a subcostal pump exchange. Only the pump was exchanged; the inflow conduit and outflow graft were not replaced. No further information was provided.